Event description:
It was reported that the customer's insulin pump alarmed motor error and the buttons were unresponsive. It was stated that the screen and buttons were frozen. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked. No frozen screen or frozen button keypad noted during our testing. The drive support disk was inspected and no anomaly was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.